Event description:
It was reported the pt has stopped feeling simulation as the pt cannot increase the amplitude of the stimulation past the point of perception. The pt is working closely with her physician to determine the next course of action. No pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.